Event description:
The customer reported that she was experiencing unexplained high blood glucose levels. The customer also stated that she was in the hospital for knee surgery recently. During the hospitalization, the customer stated that she was treated due to a high blood glucose reading of 533 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer reported that the insulin pump had a cracked case near the belt clip. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.